Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is no longer receiving stimulation and is unable to communicate with external devices. The patient is receiving a communication error when attempting to connect with the programmer. An sjm representative met with the patient and confirmed the issue. The patient stated she was able to successfully charge her ipg approximately a week prior. Surgical intervention may be pending to address the issue.

Event description:
Follow up information identified the patient underwent surgical intervention where her ipg was replaced with a new one.